Event description:
It was reported that noise on the rv lead was observed. The patient is dependent and an avid golfer. During an in clinic follow up, the noise was reproducible with golfing motions. The patient was advised to stop golfing. The patient understands the risk and has refused to stop golfing. No programming changes were made. Patient monitoring will continue.

Event description:
New information received states that the lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.